Manufacturer narrative:
Concomitant medical products: product ID: 8578, serial#: (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8578, serial/lot #: (B)(4), ubd: 19-sep-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding a patient who was receiving 50 mg/ml morphine at 9.7 mg/day via an implantable infusion pump for spinal pain. It was reported that the patient was having a normal pump replacement. During the replacement the doctor could not aspirate from the catheter access port. The doctor decided to replace the pump segment piece of the catheter. After this the doctor could still not aspirate from the catheter access port. The doctor decided to let the pump run. No symptoms were reported. No further complications were reported.

Manufacturer narrative:
Continuation of d11: product ID 8578 lot# serial# (B)(6) implanted:(B)(6) explanted: (B)(6)product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6), additional information was received from the reps. The patient's weight was estimated at 160 lbs. The explanted pump segment was disposed of and will not be returned. The cause of the inability to aspirate was not determined. The inability to aspirate has not been resolved. The catheter remains intact, only the connecting pump piece was used. The information has been confirmed with the physician/account.